Event description:
Related manufacturer reference number:2017865-2022-46661. It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited noise over-sensing, while right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The rv lead was capped and replaced on (B)(6) 2022.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient was in stable condition.